Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male patient, (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection into joint cavity at a dose of 2 ml once per week. The synvisc lot number was not provided. On (B)(6) 2011, the patient experienced joint fluid retention. On the same day, 100 cc of joint fluid was aspired and joint injection of 20 mg triamcinolone acetonide was given for joint fluid retention. On (B)(6) 2011, the patient received a joint injection of 2.5 mg betamethasone sodium phosphate for joint fluid retention. On the same day, the patient recovered from the event of joint fluid retention. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as probable. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints, this is 1 of 9 cases reported by the same reporter. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.